Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a problem with the implantable neurostimulator (ins). A message screen noted eos / eol (end of service/end of life). No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.